Manufacturer narrative:
The initial reporter provided only the year of implantation, and as such, the date of implant was estimated at (B)(6) 2004. However, given the manufacturing date of the device, the estimated date of implant has been updated to (B)(6) 2004. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 375cc and experienced a rupture on the left breast implant during surgery for another procedure. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3502001bc, 200cc, s/n: (B)(4) (l) and 3502251bc, 225cc, s/n: (B)(4) (r) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with clear gel inside. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a crease on the posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. A manufacturing record evaluation (mre) of lot number 5563900 was performed and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that there was any issue related to manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).